Manufacturer narrative:
(B)(4). The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer reported via telephone call that the customer had three trips to the hospital. The dates were (B)(6) 2020. On (B)(6) 2020 the customer's blood glucose was 23 mg/dl. On (B)(6) 2020 the customer's blood glucose was 13 mg/dl, and on (B)(6) 2020 the customer's blood glucose was 24 mg/dl. The customer's hypoglycemic symptoms were shaking, sweating, inability to follow simple commands, weakness, drooling, and seizure. The customer was treated with intravenous fluids. The customer was using the insulin pump within 48 hours of the reported low blood glucose event. It was unknown if auto mode was active. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via call that the customer went to emergency medical service and hospitalized due to low blood glucose on unknown date. The customer¿s blood glucose level was 13 mg/dl and 24 mg/dl at the time of hospitalization. Customer had symptoms as shaking, sweating, inability to follow simple commands, weakness other drooling, seizure. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Based on customer¿s report customer did not allege under delivery. Customer was treated with intravenous glucose. The insulin pump will be returned for analysis.